Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect carbohydrate amount when delivering a bolus. Subsequently, a larger than needed bolus was delivered. The customer's blood glucose (bg) level lowered to 53 mg/dl. Customer consumed carbohydrates and glucose gel to address the low bg. In addition, it was reported that the pump time was inaccurate. The customer did not know how the pump time became inaccurate. The customer corrected the time to resolve the issue.